Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed.

Event description:
Related manufacturer's reference number: 2017865-2021-29959. It was reported patient presented in the clinic with an infection. The patient's implantable cardioverter defibrillator, left ventricular, right atrial and right ventricular were explanted. The patient was in stable condition.